Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter email address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole was found in the needle hub of a bd¿ blunt fill needle causing the vaccine to leak. There was no report of injury or medical intervention.

Manufacturer narrative:
Batch history analysis was performed, quality notifications and maintenance records verified, and deviation was found for this lot. The available photo was analyzed and it was possible to confirm the damage defect. The probable cause for the defect is related to the decentralization of the parts of the mold. When it occurs, the injection process is subjected because the entrance of material does not remain homogeneous to all sides of the part, leaving its thinner wall in certain position, and consequently more susceptible to damage. As action, mold centralization on the machine was performed. Conclusion: bd was unable to confirm the customer¿s indicated failure mode. The probable cause for the defect is related to the decentralization of the parts of the mold. When it occurs, the injection process is subjected because the entrance of material does not remain homogeneous to all sides of the part, leaving its thinner wall in certain position, and consequently more susceptible to damage.